Manufacturer narrative:
A philips field service engineer contacted the customer biomed by phone. The biomed stated that multiple mx40s are not showing on central station sectors and a "no data tele" error message is displayed. The fse confirmed with the biomed that the central station was not in local mode and that the mx40 was receiving an ip address. The fse asked the biomed to check their information technology (it) closet. The biomed reported that there was one led blinking red on the access point (ap). The fse was able to determine that there was a local sync loss and instructed the biomed to look for the sync loss and found sync 8 had a red blinking light on the sync out led. The biomed was instructed to reboot the device, but that did not resolve the issue. The fse then instructed the biomed to power off sync 8 and move the patch cable connecting to the master sync to another port. After moving the cable and powering sync 8 back on, the biomed did not see any red blinking leds. The biomed rebooted the mx40's and the devices connected to the central station with no further issue based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a bad port on the sync device. The issue was resolved by moving the patch cable to another port on the sync device.

Event description:
It was reported that a "no data tele" error message is displayed on the patient information center ix. The device was in use on a patient at the time of the event. There was no adverse event reported.